Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspecition found the haptic torn. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a vicmo 12.1, -09.50 diopter, implantable collamer lens tore before/during loading. Damage was noted while removing lens from vial. No patient contact. Replacement lens implanted into patients left eye (os) during initial surgery on (B)(6) 2019, problem resolved. Cause of the event is reported as unknown.